Manufacturer narrative:
Additional information regarding the identification of the received devices was added. The manufacturing site for the reported complaint has been corrected (B)(4).

Event description:
It was reported that a revision surgery was performed due to a broken plate.